Event description:
The PICC nurse have had trouble with the catheters breaking.

Manufacturer narrative:
Additional information was requested from the reporter and no additional information has been received to date. Conclusions - without a lot number we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. The sample was not available for analysis and therefore, we are unable to determine the root cause for the problem encountered. The bd first PICC catheters are 100 percent pressure tested (flow/leak) to insure the catheter has no leaks or occlusions prior to acceptance. A pull test is performed per the specifications to insure catheter strength and integrity. (B) (4)